Event description:
Philips received a complaint from the customer biomed reporting a fan speed error message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the unit alarmed with the reported issue during set up. The bme verified the fan was not spinning when the unit was powered on. Onsite repair was requested. A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp replaced the fan, and the issue persisted. The asp tested the power management (pm) printed circuit board assembly (pcba) and the fan in fully functional unit to rule each out as the cause. The asp concluded a motor control (mc) printed circuit board assembly (pcba) fault was the likely cause. The investigation is ongoing.

Manufacturer narrative:
A philips authorized service provider (asp) tested the power management (pm) printed circuit board assembly (pcba) and the fan in fully functional unit to component functionality. The asp replaced the motor control (mc) printed circuit board assembly (pcba), again, the issue persisted. The fse concluded the central processing unit (cpu) pcba was the cause. The asp replaced the cpu pcba. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.